Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the chair has rim control and when the end user takes his chair off of the head control to stop the chair will keep going. The dealer stated that the head control is stuck.